Event description:
Pt in home using span-america bariatric alternating pressure mattress. Pt already had one pressure ulcer in the buttocks area when placed on the mattress. Home visit by ostomy nurse found pt had developed another pressure ulcer, and found that the mattress was not alternating. She found that the air hose from the pump to the mattress had become disconnected. This was reconnected. Later, it was reported that the pump had stopped alternating again. The facility reports that it cannot say if our product caused or contributed to the development of the 2nd pressure ulcer.

Manufacturer narrative:
In re-test of the returned pump, the pump functioned correctly when tested according to established specifications (same as that used for new pump). Malfunction could not be confirmed. The failure to alternate is attributed to user error, disconnection of the air line at the pump. This pump has been in use for 17 months. The customer reports that the mattress is ok, no problems with the air system in the mattress. A replacement pump was shipped to the customer when the complaint was called in.